Event description:
During use for cardiopulmonary bypass support, the centrifugal pump motor control module display blanked out. There were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.